Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter stated a 12.6mm micl12.6 implantable collamer lens, -16.0 diopter, was torn going through the injector. There was no patient contact. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Event problem and evaluation codes: method: device history record review. Result: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Conclusion: based on the complaint history, work order search, device history record review and product evaluation, a specific root cause of the event could not be determined. (B)(4).